Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a segmental resection of lung and thoracoscopy at the second firing. The cartridge was attached to a manual handle, the jaws did not close when opening and closing was checked. The condition was the same even the device was re-connected. When a new cartridge was attached, it was used without problem. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. The jaws were opened and closed repeatedly with no issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of a broken lock ring that has no relationship to the reported condition. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.